Event description:
It was reported that the fiber was damaged at tip @ 7,327 joules. Also reported that the fiber tip was burnt out. The procedure was completed using a second fiber. Gland volume 47 ml. There was "no harm to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remained intact and attached and exhibited a drilled through condition; the glass cap exhibited mild detritus; the bevel section melted and exhibited burnt glue; there was some white unknown substance noted inside the fiber cap tip. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4)..